Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: patella reamer blade 46 mm item # 00597909546 lot # 64192677. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00270. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that total knee arthroplasty was performed. During reaming, the reamer blade was locked inside of surfacing guide. And then, mating part of the reamer shaft was slightly deformed and the deformed part interfered with the guide because the blade could not completely connect with the shaft.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The visual evaluation of the returned instruments shows surface scratches due to repeated use. The technical evaluation found that the instruments were mating with each other with no issues. A review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR will not be reviewed as the technical evaluation found that these instruments passing the functional test. Medical records were not provided. The technical evaluation found that these instruments were mating with each other with no issues and no visual damages were noted too. It is unknown what caused the instrument to malfunction during the procedure. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.